Event description:
In 2008, a pt/layperson alleged that her one touch ultra meter would not turn on despite having inserted new batteries. The customer care advocate replaced the meter. This senior medical affairs specialist spoke with the pt on two days later and obtained the following info. On two days prior to original date, the pt took her usual 50 units of 70/30 insulin. At 10 a.m the meter would not turn on when she attempted to test. Unable to test, the pt "cut back on food", stopped taking her regular insulin, and decreased her 70/30 to 25 units that same evening at dinner. Until the pt begins using the replacement, she plans to continue that regimen, concerned that she may become too low. Sometime in the evening of that day, the pt reportedly became thirsty with a "cotton mouth", a symptom she has when her blood glucose is elevated. The symptom has subsided due, she believes, to cutting back on her food intake. Because the pt cut back on her daily insulin intake allegedly due to the power issue, and later developed a symptom that can be associated with hyperglycemia, the complaint is classified as a serious injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.